Event description:
During factory service repair, device indicated defib charge failure message. No pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Eval by welch allyn discovered a non-reported error code confirmed by the device's log file of "defib charge fail". Investigation isolated the problem to a solder joint with insufficient solder on the circuit boards. The device was repaired, passed all performance tests and was returned to the customer. This device was manufactured in march of 2006. The frequency of this problem appearing in distributed devices is rare, occurring at an annualized rate of approx 0.03% of devices produced from september 2005 to present.